Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to have proximal calcification adjacent to the renal arteries; the proximal aortic neck is 23 mm in diameter and is 26 mm in length. There is moderate tortuosity in the iliac limbs. The stent grafts were implanted without issue. The final angiogram revealed an unknown endoleak in the proximal portion of the main body of the endurant bifurcated stent graft, the physician stated that it is either a proximal type I endoleak or type ii endoleak. There was no intervention and the physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; proximal calcification adjacent to the renal arteries). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; proximal calcification adjacent to the renal arteries).